Event description:
Physician was attempting to use 1 sprinter legend balloon to pre-dilate a moderately calcified lesion in the rca with 70% stenosis and moderate tortuosity vessel but the balloon ruptured on its 3rd inflation at 12atms. Device was removed using guide catheter. Patient was treated with another balloon and then implant of des. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (related to operational context) - balloon material may have been damaged during repositioning due to resistance at lesion. (No results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Evaluation conclusions: (related to operational context) - balloon material may have been damaged during repositioning due to resistance at lesion. (Device not returned) - device or procedural images not provided for review. (B)(4).